Event description:
A report was received that the patient was experiencing sharp pain at the ipg site when the stimulation was either turned on or off. The sharp pain was not due to the device as per physician. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing sharp pain at the ipg site when the stimulation was either turned on or off. The sharp pain was not due to the device as per physician. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the pain at the ipg site was not procedure related. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.